Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a product surveillance registry (psr) regarding a patient involved in a clinical stud who received an unknown drug during a trial for an unknown indication for use. The patient experienced a post-dural puncture headache following a pump trial. The event was considered to be related to the implant procedure (surgery/anesthesia). The exact date of onset was unknown. It was noted the patient failed conservative care (fluids, caffeine, salty foods, bed rest). An epidural blood patch was performed and the lumbar vertebrae levels l2-3 on (B)(6) 2016. The event was considered to be ongoing.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2016.